Event description:
Patient was admitted to the emergency room because they had a blood sugar of 378, was unable to bring it down. Physician rpeorts that patient also had hypertrophy from not rotating sites. Device not returned for evaluation.